Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 40 mg/dl. Customer stated that she has been having low blood glucose for the past two weeks and was in the hospital 4 times. Emergency medical service was dispatched as a result of low blood glucose. Customer declined troubleshoot for low blood glucose. The product was not returned for analysis.